Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was intermittently observed to be depleting more rapidly than expected, and also was observed to not be depleting as much as expected despite routine pump usage. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified; however the battery fluctuation issue could not be verified.